Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 53-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. The pump support was ongoing when there were concerns of high purge pressure. The team consulted for adding the tpa lytic to the purge fluid. Additionally there was noted heparin-induced thrombocytopenia (hit).

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Impella 5.5 returned for evaluation. Upon visual inspection, dried blood and mold was present on the pump and biomaterial was present on the outside of the pump. No biomaterial was present in the purge gap. Pump was soaked in warm water while purging for approximately 5 minutes. High purge pressure did not reproduce, pump was then run at p-9 and high purge pressure again did not reproduce. Biomaterial from the pump was kicked off when running as well. No data logs were returned for evaluation. Clinical details noted that tissue plasminogen activator (tpa) protocol was initiated after high purge pressure alarms and was able to resolve high purge pressure. The root cause of the high purge pressure was most likely due to biomaterial.